Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of fourteen devices. Visual inspection of the opened samples noted two sutures and one needle. One of the sutures was returned with the needle disengaged. The needle was not returned. Visual inspection and functional testing of the sealed samples confirmed there were no abnormalities that would have caused or contributed to the reported condition. A needle attachment test was performed on the sealed samples and the results exceeded the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when preparing the operation, the scrub nurse wanted to take out the suture of the packaging, the needles were very hard to take out. When the needle was pulled out of the packaging, the needle and the thread separated from each other. It was reported that this happens quite often, that needles are very hard to pull out of the packaging. There was no patient involved.